Event description:
It was reported "I've got a box for the endobronchial tube that had a part of the fo double swivel connector assemblies that broke while using". Unknown patient condition at time of report. Multiple attempts for additional information from the customer has been unsuccessful.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review could not be conducted since the lot number of the device was not provided. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.